Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not stay charged and did not deliver insulin. The customer¿s blood glucose level was 320 mg/dl. The customer stated that after changing battery insulin pump said low battery and battery failed. The insulin pump will be returned for analysis.